Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level ranging from 32 mg/dl to 44 mg/dl. Reportedly, the pump load screen was open while in customer's pocket and customer inadvertently initiated the fill tubing process while connected to the infusion set. Bg was treated with intravenous sugar and fluids. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 198 mg/dl). Pump data review with tandem technical support confirmed the pump was functioning as intended.